Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown elevated blood glucose (bg) level and ketones identified as dangerous by a healthcare professional. The cause of the elevated bg was unknown. Reportedly the customer had a seizure and hit their head multiple times. The customer was treated with intravenous fluids of saline, insulin and magnesium. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage.